Event description:
It was reported the devices were used during a lavh procedure. It was reported by the affiliate that the new batch is noticeably more difficult to assemble. It is hard to assemble when inserting the devices into the sheath. It is also hard to align the devices with the tissue pad (it is always slanted). Also, the blade is longer than the tissue pad. The surgeon stated that there are some noticeable decreases in performance. There was no pt consequence.

Manufacturer narrative:
Device b:d5,6; h4: information not available, device not returned for analysis.